Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per the dealer, the drive wheel has fallen off and the bearings are shredded.

Manufacturer narrative:
Additional/updated information was added to reflect the wheel assembly being returned to the manufacturer for evaluation. Per the initial evaluation, the wheel was missing parts 1162864 (gear ring), 1166098 (spacer), 1167101 (wheel hub adapter) and 2 of the 4 screws 1164040. An expanded evaluation was performed. The expanded evaluation confirmed that all four nuts, the retaining ring, gear ring, all four spacers, and the hub wheel adapter were not returned with the wheel assembly. The bearings were able to rotate, but there was a scratch present on one side and two of the four screws were missing. The complaint of the unit having a "shredded" bearing was not confirmed. Additionally, the complaint of the wheel falling off of the chair could not be confirmed, as only the wheel was returned for evaluation without its parent chair. The underlying cause of the complaint issues could not be determined.

Event description:
Per the dealer the drive wheel has fallen off and the bearings are shredded.